Event description:
The customer called lfs in 2001 alleging that the customer's ot basic meter had been giving the customer low readings. The ot basic meter gave the following readings: 34, 36 and 47. The customer had taken some candy to elevate the customer's blood glucose. The customer's arm started to hurt and burn and thinks it might be because the customer took sugar when the customer's blood glucose was reading low. The customer compared it to a family member's meter (brand unknown) more than 30 mins later and obtained a 388. Meter was set to mg/dl. Ccr found out that the customer was not storing the test strips porperly. The customer was not keeping the lid on the test strip vial. The customer was cleaning meter with alcohol and has been obtaining blood as control. Based on ccr notes, he went over the importance of the 5c's. The following info below is documented by ccr: customer thinks the customer's meter is registering falsely low. The customer states the customer got results like 34, and 36, and 30 minutes later on a family member's meter the customer had a 388 today. Customer took sugar/candy at the time of the low result, and ate breakfast. In answer to the question. Did any physical harm occur to you?, customer said the customer thinks that the customer's arm hurting and burning could be due to taking the sugar/candy because the meter was reading low, leading to very high results on a family member's meter 30 or more minutes later. The customer thinks the very high reading is what could make the customer's arm hurt and burn. Customer had cleaned optics a few times with alcohol. Reviewed and had clean meter properly. Last reading in the meter is blood glucose 46. Customer has only been testing only a few times a week. The customer has been leaving the lid off the vial while testing, reviewed proper storage. Advised not to use that vial. Replacing the 7 strips left in that vial. Check strip: 88(77-101). Meter is in mg/dl. Ccr asked customer if any of the low blood glucose said "control". Customer said some of them were. Reviewed what "control" means.